Event description:
The customer reported an overinfusion in the emergency room: on (B)(6) 2012, nitroglycerin was ordered to run at 10 mcg/min, rate of 6 ml/hr, vtbi 20 ml. The order was for 50 mg/250 ml concentration but they used 25 mg/250 ml as that was all they had in stock. The infusion was started at 2204 and at 2223 it was noted that only 10-20 ml remained in the bottle although the pump displayed that only 0.9 ml had been infuses. The infusion was immediately stopped and the patient had no complications or deteriorating symptoms. He was later transferred to a different hospital per his preference, but the transfer had been previously planned prior to the overinfusion and was not related to the event. The pump, ntg bottle and tubing were sequestered. The customer requested an event log review. Event occurred at (B)(6). There was no patient harm reported and no medical intervention was required. Customer stated that no additional patient or event details are available.

Manufacturer narrative:
(B)(4). No devices received, log review only. The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed. No product return expected at this time.